Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10f23064 and h10h23052 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report from a nurse of peritonitis with culture positive for pseudomonas in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date in (B)(6) 2011, the patient experienced peritonitis. The patient was treated with unspecified antibiotics. The pdn changed the patient's transfer set on (B)(6) 2011 (described as"baxter twist, blue and white"). The pdn reported that the patient recently moved from (B)(6) where the residents were instructed not to use the water supply. The pdn did not have further specifics but feels that the case of peritonitis is somehow related to the water supply situation in the area where the patient is living as the patient had not had peritonitis previously while living in houston. Concomitant medications were not reported. The nurse did not believe the peritonitis was related to pd therapy or the pd products.